Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 1; date of submission: 1/05/2017.

Manufacturer narrative:
Follow up # 2. Date of submission 03/02/2017. Correction to serial number.

Manufacturer narrative:
Follow-up #3: date of submission 03/30/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 03/08/2017 with the following findings: during investigation, visible moisture was found on the display. A leak test was performed and failed due to a leak around the display lens. The pump was opened to find moisture only on the display and no moisture in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.